Event description:
The pump was returned for investigation. Evaluation revealed that the display was dim and pink and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the bolus button cover is detached. The display is dim and pink. The battery compartment is cracked below bumper pad. Evaluation also revealed that the cartridge cap is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).